Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service technician that the cardiosave intra-aortic balloon pump (iabp) can no longer be switched on. It does not respond to the on/off switch. The cardiosave has been sitting unused in the basement for about 2 years and was put back into operation for the first time today. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). The getinge field service engineer (fse) was able to reproduce the issue. The customer does not want to have the device repaired. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
N/a.